Manufacturer narrative:
Implant regio 33 fractured. Construction was a removable lower jaw prosthesis with bar on 2 implants (33/43). Bone loss caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading after 12 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture for that dental implant that was phased out more than 5 years ago.